Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm staff believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was received at zoll medical corporation with a data card for evaluation. The customer's report was not replicated or confirmed. The logs of the reported event were not found on the data card. The customer's report could not be verified without a clinical file. The device was recertified and returned to the customer. It's important to mention that the customer communicated that CPR was being performed during the analysis which can influence the decision of the algorithm. No trend is associated with reports of this type.